Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead had placement difficulty and was unable to be fixed to the target position. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.